Event description:
It was reported that the patient¿s pump did not seem to be working. The patient was experiencing back and neck pain similar to before the pump was implanted. The patient was having difficulty keeping their head up. The patient was also experiencing pain in both legs that was making it difficult to walk. The patient¿s body and bones were hurting. The pump alarmed one time, but was not heard again. The patient had cyanosis in the back. The patient was going to have a magnetic resonance image (MRI), but it was canceled because they had the pump implanted. The patient slipped on ice a ¿while back¿ and went down. The patient caught herself, but started having pain symptoms. The medication was raised in (B)(6) 2011. The patient recently noticed that they could feel the catheter in their back. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8590-1, lot# n293831, implanted: (B)(6) 2011, product type accessory. (B)(4).